Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4); infast sling - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced severe and permanent pain, suffering, disability, impairment, urinary problems, recurrence, emotional distress and a product problem. The device remains implanted. No further patient complications have been reported in relation to this event.